Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was alarming 1836. The batteries were removed, and the patient was advised to leave them out and contact the clinic for further instructions. They verbalized understanding. The clamp was closed. Settings from the previous call at were reservoir volume 102.5 ml, rate 3.3 ml/hr, given 47.55 ml. The event occurred while in use with a patient at the patient¿s home. There was a patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.